Event description:
Nellcor puritan bennett rec'd a call from a user facility rep on 07/09/1999, which called to report the following problem: will not cycle with all leds on and constant single tone alarm. No pt harm.